Event description:
The customer reported that blood was leaking from the top of the ventilated tip cap (vtc) when ventilating air from the sampler. Nobody came into contact with the blood.

Manufacturer narrative:
The defective vtc was checked visually and was found shifting of filter paper. The reference samples were checked and there was no leakage. There was also not found any shifting of filter, which could have caused leakage.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is: no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.